Event description:
It was reported that the zimmer meshgraft ii was not cutting properly. Additional clinical follow up with the customer indicated that the mesher was only meshing on one side of the dermacarrier. The graft was useable and there was no pt injury, increased surgical time or medical intervention. An additional device was available onsite to complete the procedure.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 11/20/1989 and was last repaired on (B)(6) 2012. Evaluation of the device determined that the reported complaint could not be duplicated. Prior to repair, the device was within calibration specifications, and the device produced an acceptable test mesh. Unable to determine a cause of the reported complaint. The device was serviced and returned to the customer.